Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that the patient effect of allergic reaction is addressed in the xience v IFU and risk assessment of a post-procedure complication. The IFU also states that the xience stent is contraindicated for use in pts with hypersensitivity or contraindication of everolimus, cobalt, chromium, nickel, tungsten, acrylic, and fluoro-polymers. The allergic reaction may be related to the pt's pre-existing allergies and/or side effects associated with medications prescribed to the pt, though this could not be verified. A definitive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury - required intervention. Reporting rationale: allergic reaction requiring medications. Device issue: no device malfunction has been reported. It was reported that the pt had a xience v stent implanted, and has a hypersensitivity to nickel. After implantation of the xience, the pt recognized symptoms she already knew to be allergic reactions to nickel. She was asked prior to the procedure about known hypersensitivities, but had forgotten to mention the hypersensitivity to nickel in the cath lab. No additional event or pt info is available.